Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The main tube insulation appears to have scratches and gouge marks, with materials removed at the distal end. Engineering concluded the damage was likely caused by excess force contact on the main tube surface. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure pieces of coating were chipping off a thoracic grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.